Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: rash and breathing difficulties requiring medications. Device issue: no device malfunction has been reported. It was reported via the pt that on (B) (6) 2009, two xience stents were implanted in the left anterior descending artery for treatment after experiencing a myocardial infarction on (B) (6) 2009. Lisinopril, lopressor, plavix and aspirin were started post procedure. On (B) (6) 2010, the pt experienced a full body "head to toe" red, hive-like rash and difficulty breathing. The pt was evaluated in the emergency room twice since (B) (6) 2010 for the rash and was treated with medications including epinephrine and benadryl with temporary relief. The rash was thought to have been due to either drug or food allergy. The pt was released home with prescriptions for prednisone, benadryl, and epipen. The concomitant medications, lisinopril, lopressor, plavix and aspirin, were discontinued without relief from the rash. The pt believes the rash to be due to a "delayed allergic nickel reaction" from the stents. The pt's family has a history of nickel allergy, although the pt has not been tested for or diagnosed with nickel allergy. The pt has an upcoming follow-up appointment with the physician who implanted the stents. There is no additional event or pt info available.

Manufacturer narrative:
(B) (4). The second rx xience v 3.5 x 23 mm (part# 1009542-23/lot# 9061761) mentioned is being filed under the same manufacturer number.